Event description:
(B)(4). It was reported that during a percutaneous coronary intervention (pci), vessel dissection occurred. The patient was referred for cardiac catheterization. The target lesion was located in the ramus. It was described as 40mm long, with a vessel diameter of 3.5 mm and 90% stenosis. The lesion was treated with pre-dilatation and placement of three stents. Following post-dilation, the residual stenosis was 0%. In addition to the target lesion, non-target lesions located in the left anterior descending artery (lad) and in the left circumflex artery (lcx) were also planned to be treated with plain old balloon angioplasty (poba). During the attempt to treat the lesion in the lad, the pt graphix was unable to cross the lesion and a dissection flap was reported. The following day raised levels of troponin t was observed and a myocardial infarction (mi) was reported. The patient was discharged on the same day on aspirin and clopidogrel, as no action was taken to treat this event.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).